Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure for the right ventricular lead, the physician elected to explant and replace the implantable cardioverter defibrillator due to the advisory. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Final analysis found normal device characteristics.